Event description:
Information received indicates flows were not registering as expected, a few minutes after the start of the case. The patient was removed from bypass to investigate the cause of the issue. Intra-operative inspection revealed no device problems were detected. The flow probe component was suspected, but it was not changed-out. The case was completed with no adverse effect to the patient.

Manufacturer narrative:
Analysis: evaluation of the returned flow probe component confirms the reason for return, reduced flow rates were seen. Findings from functional tests reveal the product did not perform as expected. Visual inspection of the probe shows excess material from the component molding process is seen covering part of the center pin, in the probe, that exceeds dimensional specifications. Additional event information indicates the reported time off pump was approximately 10 minutes with no patient complication reported. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient consequence. Reduced product performance occurred and was related to the reported event.